Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device could not be interrogated. The device was explanted and replaced. The patient's condition is fine after the event.

Manufacturer narrative:
The reported field event of interrogation difficulties was confirmed in the laboratory. The device exhibited loss of telemetry and output due to a prematurely depleted battery. An anomalous component on the hybrid caused high current drain, resulting in premature battery depletion.